Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery compartment and belt clip rail of the insulin pump was damaged. Customer also mentioned issue related to early battery depletion of the pump. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for physical damage. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement and active current measurement. The pump was received with a cracked belt clip rail, cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked case at the corner of the belt clip rail, faded/stained/peeling serial number label, keypad overlay texture damage, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 28.0 received the lowbatteryalert (104) on 06/10/2025 20:01:00 after more than 7 days at 18.09 days. Battery cycle 27.0 received the lowbatteryalert (104) on 05/23/2025 06:50:00 after more than 7 days at 12.84 days. Battery cycle 26.0 received the lowbatteryalert (104) on 05/10/2025 00:26:00 after more than 7 days at 10.31 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Perform the history review 1 week prior to the event date 14-jun-2025 in the pump history file and found 1 lowbatteryalert (104) on 06/10/2025 20:01:00.000, 2 changebatteryfault (73) on 06/11/2025 05:32:00.000 and on 06/11/2025 05:42:00.000, 2 offnopower (11) on 06/11/2025 06:03:00.000 and on 06/11/2025 06:13:00.000, and 1 battoutlimit (6) on 06/11/2025 06:50:55.000. Earliest power data available per the power management tool/detail trace file is on 6/14/2025 8:00:58 pm. There was no power data available for the dates of 06/10/2025 and 06/11/2025. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), replace battery now alarm/offnopower (11), and power loss alarm/battoutlimit (6) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The pump passed the required tests. Damage- belt clip damage or missing confirmed at the back of the pump. Damage- cracked case battery tube confirmed at the back of the pump. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.